Event description:
The customer called for help with his contour system. He performed a control test during the call and received a result of "lo" mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The customer ended the call so further info not obtainable.

Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the MFR date without the meter info.